Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between may 22-23, 2025. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested a leak. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and was contained within sealed overpouch. The issue was identified during storage. The event was further described as "the port cap had come loose and the liquid had come out" and the "rubber bladder was floating in the bottom of the container". The device was filled with 6000mg cefazolin in 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.